Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest on his chest and stomach. The patient's dermatologist prescribed an ointment for the rash. The patient indicated that the rash healed after 6 to 7 weeks of using the ointment.